Event description:
The report stated that during a thyroidectomy, the tip of the instrument broke. Some pieces fell into the operating site and were removed. The surgeon used another instrument of the same lot number satisfactorily.

Manufacturer narrative:
To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted. Valleylab has investigated reports of the blue insulation melting on the precise ls2100. Analysis of returned products shows that although there can be some degradation of the coating, in most cases this does not have a negative clinical or safety outcome. The instructions for use have been modified to add a caution indicating that the ls1200 should not be used as bipolar scissors. The instructions for use also contains a warning to avoid inadvertent contact with the pt, as a burn may result. Although the reported injury rate for the issue is very low, a project is underway to investigate a more robust coating material. Reported injuries have been minor in nature without serious effect to the pt.